Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Agent warm transferred patient to prs. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that since a couple of months ago, before march they started not feeling the stimulation in the right area. Patient mentioned that the stimulation would go along their legs but would not reach their hips which is where they needed it. Patient also stated that they have been on group a all along and they reached out to their doctor and were told to call pats to see if the stimulation could be adjusted. Agent walked patient through switching to group b but when the patient tried to increase the intensity on group b and got a settings not available message on their controller. Agent had patient try group c, and the patient was able to increase their intensity on group c to a comfortable level. Patient noted that they were feeling the stimulation on their hip but only on the left side and they wished the stimulation targeted both sides. Agent reviewed meaning of the settings not available message and redirected the patient to their hcp. Patient stated they moved states and no longer have an hcp. Agent sent the patient an email with physician listings and provided the patient the nas phone number to provide to the hcp just incase a rep is needed.